Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). Examination revealed that the cuff was not closing because there was a leak in the pressure regulating balloon. A replacement surgery was performed and all components were removed and replaced. A hole was observed in the tubing upon explant. The patient is expected to fully recover.

Manufacturer narrative:
Correction: h2 if follow-up, what type? - device evaluation selected. Investigation summary: based on the information available, a product malfunction could not be identified in the cuff and pump. However, a component failure of the balloon was found through product investigation. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: returned product consisted of an ams 800 pressure regulating balloon, occlusive cuff, and a control pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities that would affect the functionality of the device. The balloon component was visually inspected, microscopically examined, and tested for leaks. A tear was identified in the balloon shell at the sphere-adapter junction consistent with material fatiguing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon was not functionally tested due to the confirmed tear causing fluid loss from the component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested because there was no device allegation made against the pump component and further testing did not deem necessary as a malfunction was confirmed in the balloon component. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male us, bsc. Urinary incontinence (positional/recurrent) is included as a potential adverse event in the product labeling. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: the investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified in the cuff and pump as the probable cause of the reported events and the reported adverse event (incontinence) is included as a potential adverse event within the product labeling. The investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure of the balloon through product investigation.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). Examination revealed that the cuff was not closing because there was a leak in the pressure regulating balloon. A replacement surgery was performed and all components were removed and replaced. A hole was observed in the tubing upon explant. The patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: based on the information available, a product malfunction could not be identified in the cuff and pump. However, a component failure of the balloon was found through product investigation. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: returned product consisted of an ams 800 pressure regulating balloon, occlusive cuff, and a control pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities that would affect the functionality of the device. The balloon component was visually inspected, microscopically examined, and tested for leaks. A tear was identified in the balloon shell at the sphere-adapter junction consistent with material fatiguing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon was not functionally tested due to the confirmed tear causing fluid loss from the component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested because there was no device allegation made against the pump component and further testing did not deem necessary as a malfunction was confirmed in the balloon component. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male us, bsc. Urinary incontinence (positional/recurrent) is included as a potential adverse event in the product labeling. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: the investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified in the cuff and pump as the probable cause of the reported events and the reported adverse event (incontinence) is included as a potential adverse event within the product labeling. The investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure of the balloon through product investigation.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). Examination revealed that the cuff was not closing because there was a leak in the pressure regulating balloon. A replacement surgery was performed and all components were removed and replaced. A hole was observed in the tubing upon explant. The patient is expected to fully recover.